Event description:
A piece of the extractor is lodged into the screw, both are still in patient.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A two-year search of the complaint database found one prior report for this problem for this product number and the root cause appeared to be misused. The lot number or date code was not provided to determine the age of the product. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint is still under investigation.